Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise. Chest x-ray was performed in (B)(6) 2016 when noise on the lead was first noted and revealed no anomalies. No intervention was performed. The patient was in stable condition and would continue to be monitored.